Manufacturer narrative:
(B)(4). Investigation summary: it is unknown at this time if the components are depuy or not. Insufficient information at this time to determine reportability. Unable to determine if this product is a reportable malfunction/serious injury. If/when further information is received this MDR decision may be re-evaluated. No reported injury at this time. Reviewed by a clinical specialist. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: patient.

Event description:
Patient communication received. As verbalized,"...I had a depuy tka done in (B)(6) 2014...I have pain ever since it was put in. And on (B)(6) of this year it was removed...I have the parts I just got it back, another knee was put in and the old knee that was taken out never did adhere afterwards I suffered blood clots."